Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system intermittently gave erroneously elevated sodium (na) results for seven patients. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury associated with this event. The operator noted that a number of high na results were produced and reported. All results run since the day before were reviewed and high na results were repeated on the lab's second analyzer. The results were found to be lower and several amended reports were issued. The customer stated that the ion selective electrode (ise) system is calibrated every 24 hours and that a quality control (qc) performed on the date of the event recovered within the lab's established ranges. This is report 6 of 7 medwatch reports filed for this event for patient 6 of 7 patients.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse performed an ise preventive maintenance and decontaminated the system. The root cause of the problem was not identified. The customer has not reported a recurrence of the problem. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This MDR represents event 6 of 7 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-04570, 04571, 04572, 04573, 04574, 04576.